Manufacturer narrative:
Age/date of birth: no exact ages were provided, mean ± sd (range) 69 ± 9.2 (52 to 88). Gender: 31 patients were included in the analysis, 15 (48 %) men and 16 (52%) women. Date of event: exact dates not provided. Article acceptance date is (B)(6) 2022. The study was conducted between november 2015 and may 2021. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown/ not provided explant date: n/a, as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: stewart, s.a.; mcneely, r.n.; chan, w.c.; moore, j.e.; visual and refractive outcomes following exchange of an opacified multifocal intraocular lens; (B)(6) 2022; clinical ophthalmology 2022:16 1883¿1891 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: visual and refractive outcomes following exchange of an opacified multifocal intraocular lens a retrospective cohort study was done to assess the visual and refractive outcomes following exchange of an opacified multifocal intraocular lens (iol). A total of 37 eyes of 31 patients underwent iol exchange due to the opacification of a multifocal iol (lentis mplus multifocal iol; oculentis gmbh). Of the 37 eyes that underwent iol explantation, 3 tecnis za9003 3-piece monofocal (johnson & johnson vision) were used as the exchange (2 were implanted in the sulcus and 1 was implanted in the sulcus with optic capture). Intraoperative complications reported include vitreous prolapse (n=9 eyes; anterior vitrectomy was performed as management), iris prolapse (n=2 eyes), iris haemorrhage (n=1 eye), limited zonulodialysis (n=3 eyes), and capsular rupture (n=1 eye). Postoperative complications reported include myopic astigmatism (0.00/-1.25 × 80) (n=1 eye) who underwent laser in situ keratomileusis (lasik) 6 months post-exchange, myopic refractive error (-1.00/-0.25 × 5) (n=1 eye) who underwent photorefractive keratectomy (prk) 12 months post-exchange, dry eye (n=3 eyes), posterior capsular thickening (n=1 eye), and borderline elevated intraocular pressure (n=1 eye) with a 3-piece iol in the sulcus, and further follow-up was planned. It was further reported that in the multifocal to monofocal group, 33% of eyes were not within the ±1.0 d of the attempted spherical equivalent (se). It is not clear if these complications occurred in the eyes implanted with tecnis za9003 3-piece monofocal (johnson & johnson vision) or the other products. A copy of the article is provided with this report.